Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer is calling to report that he was admitted to the hospital and diagnosed with diabetic ketoacidosis, dka, on (B)(6) 2016 due to air in the insulin cartridge. Customer stated he did not notice there was air in the cartridge. Customer is attributing his high blood glucose to an air bubble in the cartridge. A request was made for the return of the device.